Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to clinic for follow up. Post paced t wave oversensing was observed on stored egms. Reprogramming changes were recommended. Device remains implanted.